Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 78mg/dl compared to readings of 258mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was downloaded successfully. Watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is not an indication of product non-conformance as the data is consistent with a failed insertion of the sensor tail with the sensor patch being removed from the body. As a result, the sensor had recognized its removal and had terminated as designed showing the sensor was working as intended. The returned sensor was attempted to be de-cased, however, was not de-cased properly. An extended investigation was performed. Visual inspection was performed on the returned sensor, sensor was partially de-cased and damage was observed to have been caused during de-casing process. Attempted to extract data from returned sensor and was unable to extract data as the sensor no longer communicated with evm (evaluation module). The remaining sensor shell was removed and performed an internal visual inspection on the returned sensors pcba (printed circuit board assembly), observed that the antenna had been damaged during the de-casing process and unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Functionality testing without the antenna could not be performed and will not be able to continue investigation as sensor is no longer in a condition to perform functionality testing. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 78mg/dl compared to readings of 258mg/dl respectively obtained on a built-in precision and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.